Event description:
It was reported via repair work order that the both side rail functions were not operational due to the damaged siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.